Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. 8 previously reported events are included in this follow-up record. Product return status 6 devices were received. 2 devices were not available for evaluation. Event confirmation status 5 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 6 devices had no problem found.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 8 previously reported events are included in this follow-up record. Product return status 5 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 4 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 1 device had no problem found. 4 devices did not have a root cause established.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 4 devices were received. 4 device investigation type has not yet been determined. Event confirmation status: 3 reported events were confirmed. 1 reported events were not confirmed. Evaluation results: 4 devices had no problem found. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.